Event description:
During an unknown procedure the ultra fast-fix ab assembly - curved it was reported that the second implant would not come out of the slot. No injuries or complication reported. Issue created a 10 minute surgical delay. Procedure was completed with a backup device on hand. T1 was removed from the patient.

Manufacturer narrative:
Investigation of the returned device noted that t2 was not fully advanced to the deployment position over the dimple. A functional test was performed on the device by advancing the actuator to deploy t2. The deployment of t2 into a rubber meniscus was successful without any issue. The device functioned as intended. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. (B)(4).